Manufacturer narrative:
The device was returned with the cannula fully deployed and the slide insert was visible in the viewing window. No damages or defects were found with the needle mechanism that would cause the needle to deploy early. The device data indicated the device operated correctly and was deactivated at 57 pulses. The cause of the needle deploying early could not be conclusively determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early. The pod was not worn.